Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for post lumbar laminectomy syndrome. Information was reported that the patient asked for a local manufacturing representative (rep) contact information to check the battery life and function if their ins. The patient reported the implant is draining since they changed the programming. The patient also reported the ins is taking a long time to charge. No further complications were reported. No patient symptoms were reported.